Event description:
It was reported during the procedure that the lead was unable to be fixated after multiple repositionings. The lead was not implanted and there were no patient complications reported as a result.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection. Full lead returned and analyzed.